Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the 355t trocar broke into two pieces. One of the pieces fell into the pt, but the surgeon removed it using a 10mm trocar.